Event description:
It was reported that the customer was hospitalized for non-diabetes related issue. Caller stated that while the customer was in the hospital, he developed high blood glucose. Caller stated that the high blood glucose reading was 180 mg/dl. Caller stated that the customer fell and broke his two arms. Caller stated that he was wearing his insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.